Event description:
It was reported that a small volume folfusor under-infused during infusion. The reporter stated that after the expected therapy time of 48 hours, the device had only infused 50ml of solution. The device had been filled with 0.65 ml vincristine and 7.5 ml doxorubicin in 50 mg/ml glucose to a total fill volume of 121 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was reported to be a pediatric patient. The device was manufactured august 9, 2014 - august 10, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.